Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of an clearlink system extension set disconnected from an unknown one-link set. The customer stated that the clearlink extension set luer was ¿not long enough to lock into the one-link,¿ and that the luer was about 5mm too short. It was further reported that the customer could insert and twist the sets, but the connections ¿pop apart if the threads move at all.¿ this occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.